Event description:
Customer had several issues with "rapid spikes" in transmembrane pressures that required changing out of the oxygenator. Lot numbers or serial numbers are not recorded and samples have been discarded. Anticoagulation parameters were in normal ranges. The oxygenators were changed out after 24 hours or less. (B)(4).